Event description:
Customer reports to have moisture of unknown nature under display screen. Customer also reports to have physical damage of insulin pump. Customer reports to have a crack at the right corner of display. Customer's blood glucose was 140 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.